Event description:
A discordant advia 1800 calcium (ca_2) result was obtained on one patient and not reported to the physician. The same sample was repeated on an alternate advia 1800 system and the corrected result was reported. There are no known reports of adverse health consequences or patient intervention due to the discordant calcium_2 result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and checking the fluid connections, the fse proactively replaced the dilution in pump (dip) and dilution out pump (dop) seals and primed the system. The customer calibrated the system and ran qc. The cause of the discordant calcium (ca_2) result could not be determined. The instrument is performing according to specifications and no further evaluation of the system is required.